Event description:
The customer reported that the x-ray switch would stick. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray switch was repaired. The system was tested and operates as intended.